Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional armada 35 device referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that the procedure was to treat a lesion located in the common iliac artery that was heavily calcified. The armada 35 (8/40mm and 9/60 mm) balloons ruptured in the patient anatomy after the first inflation at 6 atmospheres. No additional treatment was given as the residual stenosis was 30%. There was no clinically significant delay or adverse patient effects. The device was prepped according to the instructions for use. The patient had good clinical results. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.